Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection, it was observed that the device stake screw was broken. The sub-components fell apart from the assembled device because of the broken screw. No other issues were identified with the returned components of the device. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 during a posterior spinal fusion treating a thoracolumbar burst fracture a screw broke inside the unit while the surgeon was bending a rod with the rod bender (277030000) as the knob was turned to the direction of ¿small.¿ there were fragments left in the patient. The procedure was completed with a replacement without surgical delay. Concomitant device reported: unknown rod (part#: unknown, lot#: unknown, quantity: 1). This report is for one french rod bender. This is report 1 of 1 for (B)(4).